Event description:
It was reported that the battery of this pacemaker was suspected to be depleting prematurely as the longevity dropped from three years to eleven months between yearly in-clinic checks. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. The pacemaker remains in service. No adverse patient effects were reported.